Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the elevator fractured at the tip during an extraction procedure. The tip was retrieved using suction. There was no injury and no delay in the procedure. Another instrument was used and the case was completed successfully.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A visual evaluation of the returned part confirmed a transverse fracture at the tip of the working end of the instrument. The fractured piece was not returned. Scratches were observed throughout the body of the instrument which is consistent with regular use of the part. No discoloration was noted. Due to the fractured condition of the instrument, a functional evaluation cannot be performed. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to application of excessive force. The instructions for use (IFU) for this product states in the section titled warnings and precautions: ¿the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure to the tip.¿ if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: date of this report, date received by manufacturer, type of report and follow-up number, follow-up type, device evaluated by manufacturer, additional narratives/data.

Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation.